Event description:
The customer reported the evis exera iii xenon light source display an e103 error. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
A follow up was made the customer mentioned that the device will not be sent in for evaluation and repair at this time. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device, the root cause of the e103 error could not be identified. However, it is likely the cause is related to a defective or worn xenon lamp. Per instructions for use: 9.2 troubleshooting guide code: e103 error message: clv lamp err e103 please check examination lamp. Possible cause: the light source has broken down. Solution: immediately turn off the light source and inspect the lamp as described in the instruction manual for the light source. If no irregularity is observed on the lamp, immediately turn off the light source, unplug the power cord from the wall mains outlet and the ac power inlet on the light source, then contact olympus. Olympus will continue to monitor field performance for this device.